Event description:
It was reported that the colonovideoscope had an image that repeatedly disappeared. The issue was found during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation: the plug unit was dirty, the circuit board unit in the scope connector was dirty, and the cable unit was dirty. A root cause could not be identified. Based on the results of the investigation, there is no probable cause for the reported malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.